Event description:
Information was received from a patient regarding an external device. The reason for call was for a week or so patient had been having all kinds of trouble. The only thing it showed was checking recharge quality, position recharger and wait for 10 minutes. Patient confirmed they charged the implant every day and could see the battery level percentage prior to charging. When trying to recharge, it goes to passive recharge mode. On the call had patient use the equipment. Patient got no device found. Patient unplugged the cord and got battery low, replace controller batteries soon. A request was sent to repair to replace the recharger. No symptoms were reported. Patient called back in stating that they received a replacement recharger paddle, but they are still having the same issue. Patient stated they are seeing no device found, and when they press recharge, the numbers are still high around 85, but after over an hour they cannot advance. Agent confirmed patient was using the correct replacement recharger. On the call, patient was in passive recharge mode with numbers at 91-91-92 and they could not advance after 1.5 hours. The issue was not resolved. A repair request w as sent to replace the controller. Caller stated patient has been unable to charge for a few weeks. Patient used to charge everyday but then fell and broke their neck and since they've they haven't been able to to charge and just continue to see passive recharging screens. Caller was currently in a passive recharge cycle and seeing 92 on antenna locate screen and mid 50s when recharger was moved away from implantable neurostimulator (ins). Patient mentioned they had seen a few "call mdt" messages and that controller would just shut off. Agent began walking caller through tech mode but when they plugged in the recharger, controller completely shut off and then they realized they were using the patient's initial controller, not the replacement. Caller switched to using the replacement controller and performed 2 disable device attempts but both resulted in "no device found". Agent reviewed to continue trying passive recharge cycles and I would escalate the case for any further troubleshooting steps before recommending replacement. Additional info received from rep that the pt was still struggling to get out of passive recharge mode and said they had performed 3 passive r echarge mode cycles and were not able to advance out of passive recharge mode. Rep. Insisted the li battery pack be replaced and said that was the final thing that needed to be replaced before pt could move to anything surgery related. Rep. Said historical events where their "teammates" had issues with pt's internal battery not charging and li battery pack replacement resolved the issue. Rep. Said during the session friday, they could not connect with clinician tablet but rep. Did not remember when they tried, whether at the start before the cycles of passive recharge mode or after. Agent suggested trying to connect with tablet proximally and pulling logs as soon as possible. Agent agreed to replace li battery pack because rep. Insisted, but informed rep. That li battery pack would likely not resolve the issue. Caller reports she is with patient. Caller reports she has already interrogated patient's device without issue with her tablet, ins is 100% charged. Caller reports she has obtain a mdt data report. Caller reports patient has two controller and two recharger(rtm). Caller reports patient received a replacement controller, rtm and li ion battery last week. Multiple disables and re-enable devices have been performed on both controllers prior to mdt rep calling patient services (pss). Caller rep orts she continues to see no device found message. Troubleshooting using both controllers, rtm and li ion batteries, continues to see no device found message. Disable/re-enable performed. Resetting the controller. Selecting new implant. Caller reports initially she thought it was resolved, but then it went to no device found message. Caller confirmed the controllers has been charged, patient charged prior to the appointment. Caller confirmed when the controller is plugged into wall outlet, she is seeing green light on power supply and blinking green light on controller. Caller reports she will interrogate patient's device again, suggest doing another mdt data report. Email sent to rep with case number.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial#(B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient.it as reported that surgery was done on (B)(6) 2025.

Manufacturer narrative:
B5 updated with additional information and implant analysis completed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient product ID 97745nt serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID m995402a001 serial# (B)(6) product type product ID 97755 product type recharger product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated, coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic field responded that the hospital is returning the implant to medtronic but no further info is known about this.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient.it was reported that doctor said device will be explanted in next 30 days from (B)(6) 2025.just called to be done on (B)(6) 2025

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Email sent by mdt rep indicating they are meeting with the pt at 12:00pm est today (B)(6) and wondering what they can tell the pt. Tss will check with engineering as to their input on the mdt file sent to them last week. Tss sent email to mdt that tss didn't have any final input form engring yet but that tss would be getting input from enring on (B)(6). Closing case for now. Rep called today while he was with the patient. Rep indicated that recharging with another remote and was charging at 0% but was not showing coupling status. No red for low battery level, just white. It stopped charging saying there was something wrong with the cable. They checked with cp and showed ins at 100%. Ts had rep create another mdt file to be sent in. Rep will send to ts when he has time to do so. Closed case. Caller reiterated that when they met with patient today, they were able to charge ins but the controller never gave a percentage of the charge level or coupling status. After 45 minutes of charging caller was able to interrogate ins easily and put into MRI mode and generate mdt file. Caller stated that they always have trouble connecting with ins using communicator at a distance so they always put it right over the ins when interrogating with the tablet. After caller completed tablet session, they attempted to connect to ins with several controllers (with recharger attached) and they were unsuccessful after several attempts, controllers continued to show "no device found". Caller inquired about next steps and that they've never seen this (and they've seen intellis have a bunch of external equipment issues). Tss reviewed that engineering should have more information tomorrow and will ask that principal tss follow-up with caller tomorrow. Log files were sent in. Tss discussing this case with engineering today. Closing case for now. Spoke with (B)(6). Reviewed that their case was reviewed with enring today and there was no further troubleshooting to be done and no findings in mdt file that explain root cause of communication issues. As of yesterday, impedances were normal range. When asked caller indicated that pt's neck injury did not involve any trauma / impact to the ins area (caller mentioned that pt falls frequently). Pt's leads are in thoracic area for back, leg pain. Explant of ins being considered. Tss requested replacement rtm and controller be sent to mdt rep ((B)(6) baxter) who is working with this family around the troubleshooting. Pt's daughter is concerned about the pt needing to have the ins replaced and having to undergo surgery and wanted to try another set up externals. Closing case for now. See (B)(4) for the explant of ins and the surgery.